Event description:
Report received from USA stating the device was 'frozen". The device was not being used during procedure. It is unknown if injuries or medical intervention were reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).